Event description:
It was reported that malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction code 12 issue was verified, but the malfunction code 00 issue could not be verified. The information will be used for tracking and trending purposes.